Event description:
The end user was unable to sit on the air cushion with their chair due to chair being serviced and the end-user developed pressure sores.

Manufacturer narrative:
MDR decision date: (B)(4). Injury alleged.